Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and no abnormalities were observed. The investigation reviewed the customer's calibration results and the last calibration was acceptable. The customer only provided data for one level of qc. The investigation confirmed the provided qc recovery was within the acceptable range. The customer's sample tube manufacturer, centrifuge speed, and system alarm trace were requested but not provided. The field service engineer performed system adjustments and cleanings. He completed precision testing with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results for one patient tested on a cobas e 411 rack. Prior to patient testing, the customer reported the troponin qc was with the acceptable range. At 08:22, the patient's initial troponin result was reported outside the laboratory. The patient had a new sample collected and tested for troponin. Due to the differences in results, the customer performed repeat testing with the initial sample. The customer used the same cobas e 411 rack and a cobas 6000 series system for repeat testing. At 08:22, the patient's initial troponin result was 0.651 ng/ml. At 11:57, the patient's new sample had a troponin result of 0.300 ng/ml with a data flag on the e411 rack. At 12:00, the patient's repeat troponin result with the initial sample on the cobas 6000 was 0.300 ng/ml with a data flag. At 12:07, the patient's repeat troponin result with the new sample on the cobas 6000 was 0.300 ng/ml with a data flag. At 12:37, the patient's repeat troponin result with the initial sample on the e411 rack was 0.300 ng/ml with a data flag. The customer determined the repeat results were correct and a corrected report was provided. The troponin reagent lot number was 547438 with an expiration date of 31-aug-2022.